Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue; no particular malfunction or incident was alleged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 07/10/2015. The pump was returned and investigated by product analysis on 07/06/2015 with the following findings: review of the black box data and download history revealed the last basal delivery and bolus delivery was recorded on april 29, 2015. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 24 hour without malfunction; the pump was found to be delivering insulin accurately. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored and the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #2: submitted: 09/09/2015. On (B)(6) 2015, animas received additional information regarding this complaint. Information provided by the health care company in france states: ¿patient has visited his physician and the physician has estimated that patients¿ hyperglycemia was due to pump weakness delivery and he has requested to the hc to replace the pump which has been done by the health care company (hcc).¿ this additional information does not provide specific information regarding the patient's alleged hyperglycemia; therefore, this additional information does not qualify as a reportable adverse event per animas' criteria of a reportable adverse event and does not the current "malfunction" reporting classification.

Manufacturer narrative:
Follow up #3: submitted: 09/09/2015. Corrected alert date to correctly reflect date of new information received as reported on follow up #2.